Manufacturer narrative:
B5- per updated information " patient is stable and is seeing surgeon regularly ". Claim # (B)(4).

Manufacturer narrative:
Date of event:unk. (B)(4). No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -6.5/2.5/90, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021 as a replacement lens to correct excessive vault and angle closure with iop. For status of the eye (signs/ symptoms): the reporter stated "2+ cell, formed ac, lens edge visible sup and inf. Angle narrow at nasal & temp. Open but shallow, dilated iris." If additional information is received a supplemental medwatch report will be submitted.